Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed body fluid/blood in rs- lumen, which likely entered the terminal pin opening by way of the header. A continuity test and x-ray confirmed fracture in rs+ coil at distal end of terminal pin. The fracture was likely due to fatigue stress at this location. Visual inspection observed bilumen insulation abraded through to rs+ coil approximately 11 cm from terminal pin. Abrasion most likely due to lead-on-lead (against distal/proximal terminal leg).

Event description:
Boston scientific (formerly guidant/crm) received information that during an elective replacement procedure, the rate/sense portion of this right ventricular (rv) lead was surgically abandoned due to body fluid seen between the yoke and anode coil and in the negative portion of the lead. The lead appeared to be stretched on the rate/sense channel. All lead measurements were within acceptable limits. The shock portion of the lead remained active. A possible fracture was suspected in the rate/sense portion between the yoke and anode. Additional information was received that this lead was removed with a full system explant due to infection. The lead was returned for reliability analysis.

Event description:
Event description guidant/crm received information that during an elective replacment for normal battery depletion of this medtronic implantable device, the rate sensing portion of this endotak c was capped due to blood seen between the yoke and anode, and also in the negative side of the lead. A guidant rate sensing lead was added to the patient's system. The high voltage portion of the endotak c remains active.